Manufacturer narrative:
Updated the evaluation results code grid. The date received by mfg in MFR report number 3030677-2025-000528 should be 18feb2025.

Event description:
It has been reported that the battery seal has disintegrated.